Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report that the receiver displayed a firmware error on (B)(6) 2015. The patient's wife did not report any injury or medical intervention. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of firmware error cannot be confirmed. It was reported that patient's receiver was exposed to water. It should be noted that the dexcom g4 (tm) platinum continuous glucose monitoring system states: keep the receiver dry. Do not spill fluids on it or drop it into fluids. However, a root cause for the reported firmware error cannot be determined.